Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: a synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found the entire length of the stent damaged with stent struts pushed distally, bunched and the stent moved 12mm distally on the balloon. Due to the damage the stent outer diameter could not be measured. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break at 1030mm from the distal end of the strain relief along with multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery. A 4.00 x 24mm synergy drug eluting stent (des) was advanced for treatment. However, it was noted that the proximal part of the stent strut was damaged. The procedure was completed with a 4.0x28 synergy des. There were no patient complications reported. It was further reported that the shaft broke when handling the device after the procedure. A guide extension catheter was also used in the vessel and there is a possibility that the delivery system came into contact with the guide extension catheter.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery. A 4.00 x 24mm synergy drug eluting stent (des) was advanced for treatment. However, it was noted that the proximal part of the stent strut was damaged. The procedure was completed with a 4.0x28 synergy des. There were no patient complications reported.